Event description:
The reporter stated the surgeon inserted an aq2015a silicon three piece lens and the haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The cartridge used has not been approved by the MFR for use with this model lens. The reporter stated the facility is aware that using this cartridge is off-label use.

Manufacturer narrative:
Eval results: visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: (other) - based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for eval.